Manufacturer narrative:
Submit date: 1/3/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states that the catheter was implanted on the (B)(6) 2016. The patient got peritonitis during treatment. Liquid came out of the abdomen. The catheter had to be explanted on the (B)(6) 2016. The capd treatment was no longer possible. The patient now receives haemodialysis. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review could not be done because no lot number was provided. Three photos were provided by the customer. Visual evaluation of these photos was performed. The first two pictures showed the catheter in a relaxed position; these pictures did not reveal the reported condition. The last photo revealed a leak near the bubble of silicone. Additionally, one used catheter was received for analysis and investigation. The sample presented signs of the use. Visual inspection of the sample revealed a cut below the bubble of silicone. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. Based on the photo and sample evaluation, a leak was revealed due to a cut. Additionally, according to the event description the catheter was used for 296 days. Based on the available information, there is enough information to discard the manufacturing process. The most probable root cause could be related to a customer misuse since the issue occurred after customer manipulation. Triggers or trends were not identified. This complaint is related to a patient harm, therefore the occurrence was calculated and the occurrence percentage for this failure mode was found equal to that which is expected. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the catheter was implanted on the (B)(6) 2016. The patient got peritonitis during treatment. Liquid came out of the abdomen. The catheter had to be explanted on the (B)(6) 2016. The capd treatment was no longer possible. The patient now receives haemodialysis. The patient is stable.